Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. The patient's attorney did allege injuries; however, no details have been provided. The device was surgically removed and necessitated additional surgery to repair the hernia. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2008 - a proceed surgical mesh was implanted in the patient's abdomen to repair a ventral hernia. On (B)(6) 2011 - the patient underwent removal of the ethicon proceed. Upon visualizing the ethicon proceed, the patient's surgeon noted: over the lower part of the abdominal wall, the mesh had buckled into the abdominal wall. The mesh was incised. There were adhesions between omentum and the anterior abdominal wall that were taken down. Approximately where the proceed mesh was well incorporated in the abdominal wall inferiorly, superiorly where the recurrence was, an ventralex mesh was inserted and was secured to the fascia with sutures. The patient underwent removal of the proceed mesh and repair of a ventral hernia. A ventralex mesh,was implanted in the patient during this repair. On (B)(6) 2013 - the patient underwent surgery to remove the failed ventralex mesh. Upon inspection, the surgeon noted: a right subcostal incision was made. There were dense adhesions along the abdominal wall along the liver which took over two hours of lysis. There was some bile noted against the previously placed mesh. After the lysis of adhesions off the omentum and bowel, there was noted to be a piece of gore-tex mesh in the mid abdomen that was placed over at least two other pieces of mesh. The gore-tex did not appear to be incorporated with the other mesh. The gore-tex was removed. It was noted that there were multiple buttonhole hernias along the upper incision that had not been previously covered by mesh. A piece of ventralight mesh was secured into place with sutures and permanent tacks. The stay sutures of the mesh were pulled through the previous mesh along the inferior abdominal wall that was adequately repairing the additional hernias in the area. The bard/davol ventralex mesh implanted in the patient failed to reasonably perform as intended. The bard/davol ventralex mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. The bard/davol ventralex mesh is defective. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment. Patient experienced and/or continues to experience severe pain and inflammation, which have impaired his activities of daily living. Patient continues to suffer complications as a result of the implantation with the ethicon proceed and bard ventralex..